Event description:
Patient transferred to hospital after wheels broke on the lift machine and the patient tipped forward during a transfer hitting her head. Other relevant history: schizophrenia; osteoporosis.